Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient called in to report a service error code and an alert that said " the device needs service " . Customer care asked the patient to reboot the system to find out which service error code was received. After rebooting service error code was received on the customer support helpline queue. Wcd system continued to alert the patient to put on the garment, despite the patient wearing the garment correctly. Customer care walked the patient through the rebooting process, and was able to resolve the issue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.